Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the nursing staff shared their concern with air in line, where often they did not see visible air in the IV set at all. There was no information on patient involvement.

Event description:
It was reported that the device alarmed air in line when no air was visible in the tubing. There was patient involvement but no harm was indicated.